Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 49 mg/dl the other night. She stated that she was running low due to a new basal schedule and that she may be receiving too much insulin at a certain time. No troubleshooting for the low blood glucose occurred, and no products were shipped or returned.